Event description:
This is a complaint from a clinical study, (B)(4). The target lesion was left internal carotid artery. The patient was a (B)(6) male. There was mild calcification and no vessel tortuosity, the rate of stenosis was 74%. The angioguard's delivery (603014mc, 71008501) and the stent placement (precise, p08040xc, 13462951) were successful. During the procedure, after the lesion was implanted with the stent and post-dilated with balloon catheter, capture sheath was advanced to capture the filter basket of the ag. However, the sheath got hung up with the stent. Guiding catheter (details unk) was advanced. The capture sheath and the ag were removed from the patient's body together with guiding catheter as one unit without problem. The procedure was completed successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 04403411. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint of withdrawal difficulty could not be confirmed without the return of the product or procedural films for review. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedure issues may have contributed to the reported event.